Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call for high blood glucose of 600mg/dl. The customer indicated that they also had low blood glucose but did not provide the value. Troubleshooting found that the customer had a bent cannula. Customer inquired about insulin in the reservoir and there was no further information provided by the customer or troubleshooting. No further high blood glucose troubleshooting was performed.